Event description:
During a device exchange procedure, it was not possible to loosen the set screw to release the lead. The lead was cut and a new device was implanted to resolve the event. The patient was stable.